Manufacturer narrative:
H2: the coding (annex g) has been updated. Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's device didn't work for them and that's why they wanted to remove it in the first place.

Event description:
Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the patient had a buried lead trial and did not keep her post-operation appointments with her implanting physician, nor was she compliant in following the nurses¿ orders on what to do with the stimulation. The physician and his staff have worked extensively with this patient to get relief in her feet which is where the patient complains of having pain. The patient only wants stimulation in her feet and nowhere else. She does not like to feel any stimulation radiating from her knees on down and unfortunately everything and anything that the physician and his staff have done with programming, as well as the manufacturer representative, it will not give the patient stimulation only in her feet. It was reviewed multiple times with the patient that she will continue to get residual stimulation elsewhere; however, the patient was not satisfied with this. The patient leaves the physician¿s office feeling the stimulation where she needs it and claims to feel it right where she needs it, but then she will turn around the following day and claim that it is not helping with her pain. Additional information was received from a consumer regarding the patient. It was reported that they program the patient at the health care professional and they do it for the positions that she has in the office; however, when the patient gets into the car, her adjustable bed, and her recliner, everything changes. It was noted that the stimulation hurts the patient when she sits down, and the patient wants to be able to adjust stimulation for each activity. It was noted that in (B)(6) 2020, the patient stopped using her spinal cord stimulation because she could not connect her patient controller to the implantable neurostimulator. It was noted that the patient went through a series of pushing buttons on her patient controller with the direction of a manufacturer representative and that did not work to get her spinal cord stimulation working, so she just stopped using her spinal cord stimulation. Additional clarification of screens being seen were unknown. Further clarification of the issues that the patient had been experiencing could also not be explained by the consumer. The patient confirmed that she has not charged the patient controller or implantable neurostimulator in months. The patient is having her spinal cord stimulation removed on (B)(6) 2020. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the thing didn't work and the battery had been sitting there for years. Caller said that there was no charge left in the device. Caller stated that about 4 or 5 months ago, the patient had to get an MRI, so they charged the implanted device and placed the device in MRI mode, however since then the battery had lost all its power again. Caller asked about the pt having another MRI. Agent reviewed the options with the caller (recharging ins and placing device in MRI mode, possibility of having hcp filling out a MRI eligibility form, or having the ins removed). Caller said that the pt had a lot of pain caused by the battery until the battery finally discharged. Caller said that the ins was a piece of junk and didn't work. Caller said that the pt had been wanting to have the ins removed for a couple years, but they were deathly afraid that it would cause as much pain as it did when the ins was put in. Caller said that the pt's nerves went nuts for a month after the ins was put in.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019; product type: lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019; product type: lead. Information references the main component of the system, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient stated the trial worked great however, now it was not and the programming was not working for patient. Patient stated they were not programmed correctly since implant. Patient stated they could not get stimulation past feet and was aimed towards knee. Patient stated during trial, patient was getting 100% relief for 6 days and day 7-8 stopped working for implant and they went back for adjustment and had not worked since. Patient stated device was shut off completely. Patient stated when messing around with programming got a buzz in the arm. It was reported that in order to get relief in feet, pulse hurt her knees and was not doing anything but hurting patient. Patient wanted to know why it worked before for 6 days and not now. Patient stated they did an x-ray when it stopped working for 2 days and stated nothing had moved. Patient stated they turned patient to hd after the 6 days. No further complications were reported/anticipated. Additional information was received from a healthcare provider (hcp) reporting that the cause of the implanted device not working as well as the trial and the patient not getting the desired relief was investigated by checking the lead placement in an x-ray, but the results indicated that the leads had not moved. It was indicated that the patient had had multiple appointments in their office for reprogramming to address the issue and they stated that hours had been spent with the patient reprogramming their stimulation. It was indicated that the patient would like to feel stimulation in their feet and did not like feeling stimulation in their legs. The hcp reported that the patient has an o.v. (Office visit) with the doctor scheduled for (B)(6) 2019. No further complications were reported/anticipated. Additional information was reported that the patient feels off things from their ins battery occasionally. The caller stated last night the patient felt tingling. The caller was redirected to follow up with the patient's healthcare provider (hcp). No further information was reported. Additional information was received from the consumer on 2019-10-14. The patient reported that the implant has never really worked correctly. The caller reported it only worked for about 5 days. The caller reported that about 2 months ago they learned the leads had moved, and the patient is having surgery on wednesday to address the leads. The patient further reported that the battery has been hurting. The caller stated that the battery was almost giving her a shock and that it was dead. The patient said it might have been the way they were sitting, they were not sure. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.